Manufacturer narrative:
Event date and implant date were estimated as the actual dates were not reported.

Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). It was reported the patient had a watchman laa closure device implanted in (B)(6) 2018. In (B)(6) 2019 the patient experienced a cva. The patient was transferred to a rehabilitation facility. No further complications were reported.